Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. It was reported that the patient had been experiencing excessive urination and was lethargic. On (B)(6) 2023, while the patient was asleep, the patient's parent noticed that the cgm "kept saying low". They checked the patient's bg and the meter was reading 600 mg/dl. The patient's parent brought the patient to the hospital due to high blood sugar. At the hospital, the patient was treated with saline and insulin. After 3-4 hours, the patient was discharged. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.